Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. It was noted that two different right ventricular lps sustained a stretched helix during the procedure. A clot was noted in the helix of the first lp used. The procedure was completed using a third lp on (B)(6) 2024. There were no patient consequences.